Manufacturer narrative:
Qn#(B)(4); n/a; other remarks: n/a; corrected data: n/a.

Event description:
It was reported that when attempting to remove "an io device, the hub broke free from the needle leaving the needle in the patient's tibia". Additional information states that the bedside nurse had attempted to remove the io with a 10ml syringe without success from the right tibia. The needle was not removed successfully as "the hub pulled off. [The nurse] attempted to grip the piece of the needle extending above the skin and that broke off as well". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that when attempting to remove "an io device, the hub broke free from the needle leaving the needle in the patient's tibia". Additional information states that the bedside nurse had attempted to remove the io with a 10ml syringe without success from the right tibia. The needle was not removed successfully as "the hub pulled off. [The nurse] attempted to grip the piece of the needle extending above the skin and that broke off as well". Additional information received from the customer on (B)(6) 2023 reports "the needle in the right tibia was completely removed with a needle driver after it broke off when trying to remove the io. After removal with the needle driver, xr confirmed there was no residual foreign body. No further intervention at this time".